Manufacturer narrative:
A ge representative evaluated the system and gave the customer a quote for replacing the image processing computer, but no conclusion can be drawn as repair information is not available.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.